Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, there was an unexpected myopic outcome. The nurse provided additional information stating the lens was exchanged for a lens one diopter difference in power.

Manufacturer narrative:
Additional information: the file indicated the use of a cartridge and two viscoelastics. One of the viscoelastic is not approved for use with this lens/cartridge combination. The questionnaire indicated the opinion of the surgeon that the iol did not cause or contribute to the event. The file also indicated the one model 23.0 diopter lens was exchanged with a different model 22.0 diopter lens. (B)(4).